Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and replaced the graphic user interface printed circuit board assembly and updated the hardware on the backlight inverter printed circuit boards. The ventilator passed self-testing.

Event description:
It was reported that the ventilator's top display was blank. The ventilator was not being used on a patient at the time of the event.